Manufacturer narrative:
H.6. Investigation: bd received ten 22 gauge insyte autoguard units from lot 9115863 for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer visually inspected the returned units and observed no physical/mechanical damage to the units. Next, a coner luer test was performed to check the diameter of the coner luers and the samples were found to be within product specifications. Based off the visual inspection and testing the engineer was unable to verify the reported defect. Since no defects were observed a definitive root cause could not be determined.

Event description:
It was reported that an unspecified number of bd angiocath¿ catheter intravenoso periferico 22ga x 0.75¿ (0.9 x 25mm 28ml/min) experienced catheter adapter/connector/hub not able to connect to mating component prior to use. The following information was provided by the initial reporter: the device came with the connection larger than normal, being unable to connect the equipment directly to the component, we are putting the three way to avoid losing access, but we will have a cost to the hospital.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device brand name: bd angiocath¿ cateter intravenoso periferico 22ga x 0.75¿ (0.9 x 25 mm 28 ml/min).

Event description:
It was reported that an unspecified number of bd angiocath¿ cateter intravenoso periferico 22 ga x 0.75¿ (0.9 x 25 mm 28 ml/min) experienced catheter adapter/connector/hub not able to connect to mating component prior to use. The following information was provided by the initial reporter: the device came with the connection larger than normal, being unable to connect the equipment directly to the component, we are putting the three way to avoid losing access, but we will have a cost to the hospital.